Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ambulance came to his home on (B)(6) 2018 for a low blood glucose of 32 mg/dl. The patient was treated with glucose juice and IV glucose. Troubleshooting was declined for the low blood glucose. It is unknown if the auto mode feature was active during the incident. The customer stated that he had a doctor's appointment. The insulin pump was not returned for analysis.